Event description:
Ous MDR - during the device replacement procedure, the physician had to use a clamp to be able to disconnect the OEM lead from the pacemaker header. This is all of the available information at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.